Manufacturer narrative:
No part returned for failure analysis; investigation terminated.

Event description:
Hospital states unit goes vent inop. No patient injury communicated to service agent by reporting facility.